Event description:
It was reported that the patient presented for routine device upgrade. Prior to the procedure a device interrogation revealed high capture threshold exhibited by the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.